Event description:
It was reported that during an open hysterectomy, the device was not activated as intended with the hand switch. Besides, the device kept being activated after releasing the hand switch. According to the sales rep who attended the operation, the device seemed to cut and seal properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): added additional information the device was returned in good physical condition. The device was tested with a generator and was functional during functional testing, no continuous activation occurred. The hand activation of the instrument was inspected and no issues were found. Additionally the button assembly was disassembled and no issues were found.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.